Event description:
Consumer called to report passing out at work. His boss called the paramedics for assistance. His plink meter reading in the morning was 183, but the paramedics meter read lower. Thinks his meter is reading too high.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.